Manufacturer narrative:
Received one (1) used. List #146870489, primary plum se for evaluation. As received the distal male luer tip was broken off and not returned. Stress marks and a rigid break were observed on the male luer. The complaint of broken luer can be confirmed. The probable cause is due to an unintentional bending force during use.

Event description:
When the nurse was disconnecting the tubing of this device (from the patient), primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, the tip reportedly broke off of the j-loop during use on a patient. There was no patient harm and no delay as infusion of unspecified medication(s) was completing at the time of the issue.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.